Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative (tsr) advised the care giver (cg) to start over with new supplies. The cg was not sure if the patient line was primed, but an exact cause could not be determined through the troubleshooting. The tsr assisted the cg with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.